Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The root cause was determined to be use error as the patient had disconnected from the set. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 occurred on a home choice machine during use during initial drain .the home patient (hp) had disconnected prior to the alarm and then reconnected. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(4) 2011 regarding the reported problem. The pd rn was not aware of the problem and stated that she would follow up with the hp that day since the hp was coming into the clinic for a check-up. The pd rn would also go over proper protocol for therapy. Per the pd rn, the hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.